Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 489 mg/dl at the time of incident and the current blood glucose of the customer is 422 mg/dl. The insulin pump had insulin flow blocked alarm. Insulin exit during five unit fixed prime or fill cannula. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.